Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s merlin at home remote transmission noted noise. Patient had just received a new right ventricular lead and device. The presented noise noted could be lead related. Checking the device and lead for a loose set screw at patient¿s follow-up was discussed. Patient was asymptomatic. No further information available.

Event description:
New information received notes no intervention was performed to solve the noise issue that was observed. There was no loose set screw noted and noise has no longer been observed. Patient has been fine.